Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 13. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.